Event description:
It was reported that a bd plastipak¿ luer-lock syringe has a syringe tip with black melted plastic. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 2 samples with open blister of 30ll lot 1711233 and 1 picture for investigation. Upon visual inspection of this picture it can be observed the syringe tip has black foreign matter in the tip. Upon visual inspection of the 2 samples received it can be observed the tip of both syringes is not complete due to a molding failure, the material is unfilled. DHR of lot 1711233 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused due to any failure during molding process that caused polypropylene was not correctly filled in the mold causing incomplete barrels. The black foreign matter is burnt material caused by obstruction of gasses ejection in the mold. Maintenance in injection machines is periodically done according to procedure pm-006. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, it can be confirmed the root cause of the alleged defect were a failure in molding process. The black foreign matter has been identified as burnt material caused by an obstruction of gas ejection the molding machinery.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lock syringe has a syringe tip with black melted plastic. There was no report of exposure, serious injury, or medical intervention.